Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative infection and allergic reaction." Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 7 mdrs filed for the same event (reference 1825034-2014-08096 / 08102).

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2006 and a left total hip arthroplasty on an unknown date. Subsequently, patient's legal counsel reported a revision procedure was performed on the right hip on (B)(6) 2013 due to pain. A review of invoice history indicated all components were removed and replaced. Legal counsel further reported that the patient expired on (B)(6) 2014 due to septic shock and an abdominal abscess. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.